Event description:
Same case as MDR ID: 2134265-2014-00905. It was reported that in-stent restenosis (isr) occurred. In 2009, two 3.0×28mm taxus element stents were implanted in a overlapping manner in the 90% stenosed, severely calcified and moderately tortuous proximal right coronary artery (rca) to distal rca. At an unspecified date, the patient came in for a follow up examination. Isr of the previously placed stents was noted. Ablation was performed with a 1.5mm rotablator device. Additional dilatations were performed using a 3.0mm non slip element (nse) balloon and a 3.0mm drug eluting balloon (deb). The procedure was completed. No additional patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: 2009. Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).